Event description:
The customer contacted physio-control to report that their device had a service wrench present on the readiness display and would no longer power on. The customer confirmed it would not power on with even a fully charged battery. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer advised physio-control that the device has been permanently removed from service and they will be obtaining a replacement unit. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.